Event description:
Reference number (B)(4). Event occurred in the united states . It was reported that patient faced occlusion at the site event on (B)(6) 2024 . The event occurred within three hours of insertion. The infusion set was inserted in abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.